Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Based on the information reviewed, a conclusive cause for the reported mitral stenosis could not be determined in this event. Mitral stenosis, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. Based on the information reviewed, a conclusive cause for the reported mitral stenosis could not be determined in this event.

Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The additional mitraclip device referenced is filed under a separate medwatch report number.

Event description:
This is filed to report mitral stenosis. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. Prior to the procedure, it was noted the patient mean pressure gradient was 2mmhg. An xtr clip (00623u294) was inserted and attempted to be deployed on the leaflets. However, while establishing final arm angle (efaa), the clip opened. Efaa was again performed, but again, the clip opened. The physician then reopened the clip and re-grasped the leaflets. Once again, when attempting to deploy the clip, it failed efaa; therefore, the clip was removed and replaced. An ntr (00205u193) clip was inserted and successfully deployed, reducing mr to a grade of 1. However, after deployment, the mean pressure gradient increased to 6mmhg. There was no clinically significant delay in the procedure. No additional information was provided.